Event description:
This is a spontaneous case report received from a (B)(6) female consumer in (B)(6) on 29-jul-2016 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011 for sterilization. Case received via letter in which she holds company liable for the damage caused. On (B)(6) 2011 in hospital patient underwent a medical treatment, known as the essure sterilization method. After this treatment several physical complaints developed. In the meantime patient has had follow-up treatments and the xenobiotic material has been removed. Because of the complaints patient is being impeded in her normal daily functioning and patient is suffering injury. Follow-up information is expected. Company causality comment:this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported that the xenobiotic material has been removed. Case received via letter in which she holds company liable for the damage caused. This event, considered as medical device removal, was considered serious and listed in the reference safety information for essure. In this particular case, this case was reported with limited information. Since the exact reason for essure removal was not specified; a causal relationship between the reported event and essure therapy cannot be excluded and due to the surgical intervention this case was considered an incident. Further information and product technical analysis are being sought.

Manufacturer narrative:
Quality-safety evaluation of ptc received on 18-aug-2016: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Follow-up received on 07-sep-2016: no consent for follow-up was received. No further information is expected. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 08-sep-2016 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed 412 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported that the xenobiotic material has been removed. Case received via letter in which she holds company liable for the damage caused. This event, considered as medical device removal, was considered serious and listed in the reference safety information for essure. In this particular case, this case was reported with limited information. Since the exact reason for essure removal was not specified; a causal relationship between the reported event and essure therapy cannot be excluded and due to the surgical intervention this case was considered an incident. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. No further information could be obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.